Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the supply bag becoming disconnected (without falling) is the known cause of this event. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of six of peritoneal dialysis therapy. The home patient reported that the supply bag became disconnected without falling. The technical service representative reviewed the proper procedures per the user manual with the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available